Event description:
Caller reported an error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Caller received guidance from technical support to perform a pump reset, which resolved the issue, and they successfully started their sensor session without encountering the error again.